Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 756 mg/dl and current blood glucose level of 213 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the intravenous drip, insulin shot, insulin pump and insulin drip. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not allege pump was under delivering. Customer states the drive support cap appears normal. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.